Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced a high blood glucose. The blood glucose level was 427 mg/dl. The current blood glucose level is 478 mg/dl. Customer¿s wife also stated that they are unable to receive a bolus with bolus feature. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.